Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10 concomitant product: 301-000-000, mcgrath mac vl handle 301-000-000 ((B)(6)). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. It was reported that the device had a display blank. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the videolaryngoscope turned on briefly, then showed the battery was fully depleted, then showed it worked again with full battery. When tried on a patient. The screen turned off again and would not turn back. The light was working, but the screen was blank. The battery was removed and re-installed, then the videolaryngoscope worked with the battery showing "246 minutes" remaining. There was no reported patient outcome.